Event description:
Device malfunction involving one person. Upon storing her lens the customer heard a "cracking" sound and found that the lens cup had fractured. The lenses themselves were not damaged. No personal injury or property damage occurred. Lot number was not available, and cup is not available for return. Date aospet cup/disc dispensed: 5/3/99.